Manufacturer narrative:
The device in this report was returned to olympus for evaluation. The evaluation was unable to duplicate the reported probe damage error message. The device was tested using an olympus generator (usg-400/esg-400) and a probe check was performed. The device passed the probe check. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. A visual inspection was performed and found the teflon pad partially split in cross direction and metal was exposed. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device was activated. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy removal of gall bladder procedure, the device displayed a probe damage error message. The device was replaced with a second thunderbeat device and the teflon pad separated from the grasping section exposing metal. A third non-olympus device (harmonic scalpel) was used to complete the intended procedure. There was no patient injury reported.